Event description:
It was reported that device entrapment occurred. The greater than 75% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10x37, 5.9f, 135cm carotid wallstent self-expanding was selected for use. The stent was advanced and deployed without issue. Post stent deployment, it was noted that the delivery system became stuck with non (B)(6) wire. Both wire and delivery system were pulled and removed resulting to wire access lost. Wire access was re-established and another 10x37, 5.9f, 135cm carotid wallstent self-expanding was advanced and deployed without issue. However, post deployment, the delivery system became stuck with the non (B)(6) wire. Both wire and delivery system were pulled and removed resulting to wire access lost. The procedure was completed. There were no patient complications as a result of this event. The stent was implanted and will not be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).